Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure the tip of the catheter broke into two sections. A snare was used to capture the broken tip; however, one piece was still in the patient's body. An additional procedure was needed to remove the second piece.